Manufacturer narrative:
Evaluated one opened and used partial sensor and performed continuity resistance test and sensor failed per specifications. We were unable to confirm insertion and needle complaint due to customer returning sensor with no needle.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 143 mg/dl. Customer's sensor glucose level was 40 mg/dl. The sensor glucose and blood glucose readings have been off by over 100 points. Customer used the sensor for 2 weeks and continued to experience alarms. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.

Manufacturer narrative:
Evaluated one opened and used partial sensor and performed continuity resistance test and sensor failed per specifications. We were unable to confirm insertion and needle complaint due to customer returning sensor with no needle.